Manufacturer narrative:
This report is a duplicate that was already reported under the clinical study for (B)(4).

Manufacturer narrative:
Literature citation. Swiontkowski, m., et al. "Recombinant human bone morphongenic protein-2 in open tibial fractures: a subgroup analysis of data combined from two prospective randomized studies." The journal of bone and joint surgery (2006); 88-a number 6: 1258-1265. (B)(4). A review of the device history records was not possible without additional device information. Neither device nor applicable imaging studies were provided to the manufacturer for evaluation. The cause of the reported event cannot be determined.

Event description:
It was reported in the literature article that a study of two prospective randomized clinical studies was conducted on patients with open tibial fractures. Patients were divided into two subgroups. The first subgroup consisted of 131 patients with gustilo-anderson type iiia or iiib open tibial fractures. The second subgroup consisted of 113 patients treated with reamed intramedullary nailing. Treatment options included an absorbable collagen sponge impregnated with rhbmp-2. The rhbmp-2 was placed over the fracture at the time of wound closure. Twelve patients treated with reamed intramedullary nailing developed infection.